Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating a battery meter failure. A diagnostic was performed, requiring a part to be replaced (sbc board). The customer was provided with the part to resolve the issue. For this customer, (B)(4) healthcare repairs are completed outside of philips control. Based on the information available, the cause of the reported problem was a sbc board. The reported problem was confirmed. However, the root cause of the failure cannot be determined without the return of the device for failure analysis which is not required by the customer. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device remains at the customer site and no further evaluation is warranted at this time. The investigation concludes that no further action is required at this time.